Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The complaint is non-verifiable. No product was returned; therefore, no functional tests or inspections could be performed. No x-rays, scans, pictures, or physician's reports were provided. The DHR will not be reviewed as the lot number remains unknown. There is no indication of manufacturing defects. The most likely underlying cause of the complaint could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
This follow-up report is being submitted to relay additional information.

Manufacturer narrative:
Zimmer biomet complaint (B)(4). The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001032347-2020-00207, 0001032347-2020-00208, 0001032347-2020-00209, 0001032347-2020-00210, 0001032347-2020-00211. Medical products: tmj system right standard mandibular component 45mm, 7 hole, part#: 24-6545, lot#: 535280a. Tmj system left standard mandibular component 45mm, 7 hole, part#: 24-6546, lot#: 567720a. Tmj system right fossa component, small, part#: 24-6562, lot#: 503450a. Tmj system left fossa component, small, part#: 24-6563, lot#: 501530a. 2.4mm system high torque (ht) cross-drive screw 2.7 x 10mm, part#: 91-2710, lot#: ni. Tmj system cross drive fossa screw 2.0mm x 7mm, part#: 99-6577, lot#: ni. Initial reporter: patient.

Event description:
It was reported by the patient that a revision may occur following implantation of bilateral temporomandibular joint implants five (5) years ago due to pain and limited range of motion. No additional patient consequences have been reported.